Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure unk date of the initial surgical procedure (B)(6) 2019. What instruments were used to grasp the needle? Needle holder . On what tissue was the suture used? Unk. Was xray performed post-op to determine if the needle is retained in the patient? If yes, result? No, performed during operation and it prolonged surgery time. If the piece is retained in the patient, where is it located/in what structure? Unk . If retained, are there any plans to remove the needle? Unk. What is the patient¿s current status? Stable.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). Additional evaluation summary: a representative sample was returned for evaluation. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the sample, the tested sample met the finished goods requirements attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date of the initial surgical procedure. What instruments were used to grasp the needle? On what tissue was the suture used? Was xray performed post-op to determine if the needle is retained in the patient? If yes, result? If the piece is retained in the patient, where is it located/in what structure? If retained, are there any plans to remove the needle? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2019 and suture was used. During the second stitch in endoscopic myomectomy the needle pulled off. The fallen piece fell in patient body and the surgeon didn't find it by x-ray test. Finally, the surgeon had to complete the procedure with another device. The operation was prolonged about 2 hours. The patient condition is now stable. Additional information has been requested.